Manufacturer narrative:
H3: evaluation of the returned software export files determined that the root cause of the deviation experienced in the or is patient shift occurred while instrumenting the screws, due to a waterbed effect. The fact that the k-wires were positioned according to plan further indicates that a force applied on the tools while instrumenting, in combination with the high bmi, led to the reported deviation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was a deviation during a l4-l5 tlif psf procedure. After instrumenting guidewires and placing screws, the screws at l4 were found to be shifted in the same direction. The screws were shifted to the patient's left by 2-3 mm.  Neuromonitoring was done and right l4 stimmed low. The surgeon thought the deviation could have been from a registration failure. The manufacturer representative indicated that the possibility of redirecting the tap and screw as well as movement around high bmi patient potentially causing an anatomy shift was discussed. The placement of the k-wires was checked on fluoro and the surgeon approved their placement. The patient was re-registered and the the l4 trajectories were reinstrumented. There was no patient harm and the procedure was delayed less than an hour.